Manufacturer narrative:
The event occurred in the (B) (6).

Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 17.5 mmol/l, 6.9 mmol/l, and 8.0 mmol/l, on the advantage system. Reporter indicated that patient did not modify therapy base on these values. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.